Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experiences resistance every time a cartridge was filled. Reportedly, insulin "sprayed" out of the septum. There was no reported impact to the customer's blood glucose level.